Event description:
It was reported that after receiving a patient notifier alert, the patient presented to the clinic. Upon interrogation the ventricular lead exhibited noise and low impedance. The device was reprogrammed. On (B)(6) 2013, the patient presented to the clinic with a heart rate around 30 beats per minute and feeling lethargic. Upon interrogation the lead exhibited loss of capture and low impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.